Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Updated corresponding fields; d9, h3, h4, h6, and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event (b30 communication error/no image) was caused by the following; a failure of the charge-coupled device (ccd) unit and/or internal scope connector circuit board by device handling (earth wire was not connected, insertion/removal of scope connector while powered on, dirt/fluid adhered to the scope connector contacts), or the ccd cable inside the device was damaged by physical stress applied to the insertion section causing a misalignment/kink/breakage to occur. The event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: - do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. - before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." In addition, the following non-reportable malfunctions were found during the device evaluation; the plastic distal end cover (c-cover) was chipped, the insertion tube was dented, and there was insufficient angulation. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that a b30 scope communication error message was displayed when preparing the evis exera iii bronchovideoscope for use during a therapeutic bronchoscopy procedure. The customer noted the tube was also dented. The error message was noted during setup prior to the patient being in the room. There was no delay and the procedure was completed with a similar scope. There was no reported patient harm or impact due to this event.